Event description:
Information received indicates a (B)(6) female patient was implanted with an acticon device, details were not provided. On (B)(6) 2002, the pump was revised. On (B)(6) 2009, the entire device was replaced, reason not indicated. Additional information received on (B)(6)2009, indicates the reason was cuff fluid loss. A request for the device has been sent and the device has not been returned for analysis. No further information has been provided.

Manufacturer narrative:
(B)(4). The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than it's usual.